Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint #(B)(4).

Event description:
As reported (B)(6) 2015, patient of unknown age and gender presented for a microwave procedure of the liver. During withdrawal of the device, during procedure, it was noted the tip of the applicator had fractured off from the applicator shaft. The device was set aside and a new of the same device was used to successfully complete the procedure. The patient was reported as stable post procedure. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one used handle for a pmta accu2i. Visual examination noted that only the shaft and handle were returned. The tubing to the cartridge was cut and the cartridge was not returned. In addition, the tip of the applicator was attached with no visible damage. Tasting could not be performed due to the condition of the returned device. The customer's reported complaint description of the tip of the applicator detaching/loose cannot be confirmed as the tip was attached to the shaft of the applicator. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.